Event description:
It was reported to boston scientific corporation that an overstitch nxt suturing system was used during a gastric fistula closure procedure performed on (B)(6) 2024. The device was used during the procedure and the patient was discharged home. However, the patient returned to the hospital with bleeding due to a perforation around the cardia and required another endoscopy. The cause of the perforation was not provided. Boston scientific has been unable to establish further information, despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf patient code e0506 captures the reportable event of major hemorrhage. Imdrf patient code e2114 captures the reportable event of perforation. Imdrf impact code f08 captures the reportable event of hospitalization. Imdrf impact code f2202 captures the reportable event of endoscopic procedure.